Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on 04-20-2022. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).